Event description:
On (B)(6): field svc engineer reports via e-mail; customer reported after procedure completed, he grasped the unit to slide down table rail, mounting post bolt broke, injector and arm fell to floor. Rail mount assembly remained attached to table. No pt involved, no reported injury.

Manufacturer narrative:
The field svc engineer (fse) replaced the table mount arm and verified proper operation of the injector per svc checklist. Cts history search shows no other similar issues with this unit.